Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep3218 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported the last 2 catheters the button would not retract the needle. The catheters were not inserted into the vein. This report addresses the first device.